Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone blood glucose level was high. Current was 155mg/dl. And some time it was found 437mg/dl. Also the customer stated that while inserting her reservoir the top part came off. Ring of the reservoir was unable to lock in place when inserted into insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.